Event description:
A malfunction alarm, specifically alarm 20, was reported during the pumping process. There was no adverse impact to the customer's blood glucose level. The customer had previously experienced similar issues with this pump. Technical support decided to replace the pump as it was still under warranty. The customer will use multiple daily injections as a backup insulin delivery method until the replacement arrives. They were instructed on how to put the malfunctioning pump into storage mode and agreed to return it using a pre-paid label within ten days.